Event description:
It was reported that pump displayed malfunction code with fault ID but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer did not reset pump because charging supplies were not available and planned to call back, and no additional information was received regarding further actions or outcome of event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.